Manufacturer narrative:
Result: foot board.

Event description:
It was reported by service report that the footboard was physically damaged with exposed sharp edges. It is unk if there was pt involvement or if there are adverse consequences to report.